Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer was seen for their six-week checkup. The issue of numbness and painful/sharp stimulation had not totally resolved. The consumer had confirmed that she was still experiencing numbness in upper buttocks on both sides, particularly on the left side and anal entrance. No additional troubleshooting was performed except for repeated consultations to the physician which had incurred extra costs to the consumer. No actions or interventions have been taken/performed. The cause of the high impedance was noted to have since settled and was noted at the time of operation to be a result from inflammation and heaving bleeding intraoperatively. Apart from the residual numbness noted, the consumer now reports comfortable stimulation and adequate bowel symptom control. It was noted that the hcp had the consumer positioned in a lateral position on the table and needled around to try and locate s3 foramen. The hcp had difficulty locating s3 foramen and as a result the consumer reported paraesthesia in the areas he needled and associated extreme pain and bruising.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3889-28, lot# 0213482585, implanted: (B)(6) 2017, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported postoperative painful stimulation. Following complete system replacement, a consumer reported numbness across lower back and across both buttocks about three (3) or four (4) days postoperatively; more so on the left side and system had not been switched on postoperatively. The consumer then reported sharp stimulation on c3 at 2.9v when at four (4) weeks postoperatively she finally turned her device back on. The consumer was in lateral position during lead placement and procedure took approximately 4 to 4.5 hours and physician needled the area many times in an attempt to locate s3 nerves. Diagnostics were performed today, system integrity noted to be intact, and electrode impedance tested at low setting of 0.5 v (due to sharp stimulation) and results unremarkable. Impedance results were as follows: c0 = 1047 ohms; c1, c2, c3 = 519 ohms; 01, 02, 03 = > 4000 ohms; 12 = 696 ohms, 13 = 985 ohms; and 23 = 642 ohms. The consumer reported sharp stimulation during first part of test with electrode 2 or 3 and previously reported no stimulation on c1 up to 2.8v and then random, sharp stimulation at 2.8v, as this was the case, stimulation was left off. It was noted that the consumer was medically reviewed both two (2) and four (4) weeks postoperatively. The physician reported to the consumer that he was unsure why the consumer was experiencing the numbness, and pain postoperatively with system off. The consumer expressed concern that her ins was going flat as her patient programmer was showing her battery to be half empty already. The representative explained that the message was in relation to the batteries in the patient programmer going flat, not the ins. The ins battery was tested and resulted showed 77 to 106 months with system off and all voltages set at 0. After discussion the following was recommended: a six (6) week break to let edema, swelling, and pain to alleviate post operatively; check each electrode for threshold minimum; each functioning electrode, there hopefully will be a threshold; if one or combination electrode work at low threshold, try stimulation at lowest possible, wait and see if results happen; if no results, increase threshold to see what is higher threshold does; if no improvement, revision surgery, keep battery and redo lead. The issue was noted as not resolved at the time of the report. There were no further complications reported and/or anticipated.